Event description:
Trumatch femoral cutting guide did not provide accurate distal femoral pin holes.

Manufacturer narrative:
The reported concern was confirmed. The root cause is product design. The bushing distal plane was not accurately chosen resulting in the bushings not being located in the correct location. (B)(4) has been initiated to add checking of the bushing hole locations to the review process. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.